Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that they received a sensor error alarm and the sensor was giving inaccurate readings. The customer mentioned a bent cannula from the sensor. The customer's blood glucose was over 400 mg/dl at the time of incident. The insulin pump will not be returned for analysis.